Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The supplied extension tube has come loose from the luer-lock; this was connected to the 3-way stopcock. The nursing staff had not closed the 3-way stopcock and so the patient was connected to the open system throughout the night for 12 hours. In the morning, the nurse then discovered the detached extension tube. The patient has suffered pneumothorax. He is fine now.

Manufacturer narrative:
(B)(4) - follow up emdr submission for device evaluation. Two photos were provided for evaluation. During visual evaluation of one photo, it was observed that the drainage line was disconnected from the luer connector and in the other photo, the drainage line and luer connector were disconnected. Based on the visual inspection performed, failure mode could be confirmed. If physical sample is received, the complaint will be reopened for sample evaluation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of disconnected - other component with lot numbers 1208519 and 1240856 regarding item #pig1280k. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0001208519 was manufactured on 26-jan-2018. Lot #0001240856 was manufactured on 06-jun-2018. A probable root cause for this investigation cannot be determined. Incoming records were verified. It was not found any nonconformance with the lots of the component 33" sb ext set w/spike (is the name of component that was reported) of the material pig1280k.

Event description:
The supplied extension tube has come loose from the luer-lock; this was connected to the 3-way stopcock. The nursing staff had not closed the 3-way stopcock and so the patient was connected to the open system throughout the night for 12 hours. In the morning, the nurse then discovered the detached extension tube. The patient has suffered pneumothorax. He is fine now.